Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade treated with a pericardiocentesis. Transseptal puncture was not performed. While ablating in the posterior portion of the right ventricular outflow tract, the physician heard an audible steam pop and an impedance spike on the carto 3 system was noted as well. The patient's blood pressure began to drop. The physician utilized intracardiac echo to confirm the patient had a pericardial effusion. The physician then performed a pericardiocentesis procedure. The caller stated that the patient was in stable condition and has fully recovered with an overnight stay for observation. The physician's opinion on the cause was the area on rvot (right ventricular outflow tract) being ablated with thin wall and multiple lesions.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade treated with a pericardiocentesis. Transseptal puncture was not performed. While ablating in the posterior portion of the right ventricular outflow tract, the physician heard an audible steam pop and an impedance spike on the carto 3 system was noted as well. The patient's blood pressure began to drop. The physician utilized intracardiac echo to confirm the patient had a pericardial effusion. The physician then performed a pericardiocentesis procedure. The caller stated that the patient was in stable condition and has fully recovered with an overnight stay for observation. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 31123571l number, and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).